Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 and blood glucose value when admitted to hospital was 748 mg/dl. The customer blood glucose level was 748 mg/dl at the time of incident and the current blood glucose level was 241 mg/dl. The customer¿s other blood glucose level was over 600 mg/dl, 241 mg/dl and 466 mg/dl. The customer was treated with insulin drip and manual injection. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer states they are unsure if the drive support cap was protruded, loose, sticking out or flush. The device will not be returned for analysis.